Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stent products are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation. The stent was found prematurely deployed upon sample receipt, while the safety clip was still attached. During a patency test using a device compatible guide wire, the guide wire could be advanced through the entire delivery system. During flushing of the device, a leakage was found near the proximal luer port, however the entire lumen of the delivery system could be successfully flushed. In this case it was reported that the device has been flushed prior to use and a device compatible hydrophilic guide wire was used. Based on the information available and the evaluation of the delivery system returned, the premature stent deployment ins confirmed and considered to be a consequence of the reported difficulties during the attempt to advance the delivery system over the guide wire. However, the reported failure to advance the delivery system over the guide wire could not be reproduced. In addition, a leakage of the device during flushing is confirmed, which may be a contributing factor for the device issue experienced by the customer. Based on sample evaluation and the information available a definite root cause of the reported issue cannot be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks and contributing factors. The risk of a premature stent deployment is found addresses as the instructions for use states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system should be removed as a single unit." Regarding preparation the instructions for use states that "flush the stent delivery system with sterile saline using a small volume (e.g., 5 ¿ 10 cc) syringe. (...) Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port." Regarding accessories, the instructions for use states ´the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath' also 'via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion'. The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. H10: b5, d4 (expiry date: 08/2023), g3 h11: h6 (device, method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a procedure, the stent was allegedly unable to be mounted on the guidewire. It was further reported that manipulation of the guidewire to advance caused the stent to come out of its sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the e-luminexx vascular stent products that are cleared in the us. The procode and 510 k number for the e-luminexx vascular stent products are identified. (Expiry date: 08/2023).

Event description:
It was reported that during a procedure, the stent was allegedly unable to be mounted on the guidewire. It was further reported that manipulation of the guidewire to advance caused the stent to come out of its sheath. There was no reported patient injury.